Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials.(B)(4). Lawyer-filed report - (B)(6).

Event description:
The pt's attorney alleged a deficiency against the device. Per additional info received, the pt has experienced grade 3 cystocele, grade 2 vaginal vault prolapse, stress urinary incontinence, and underwent a 2nd surgery on (B)(6) 2008.